Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new battery. Customer stated that it did not alarm battery out limit. The customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery and received failed battery test. Customer was advised to discontinue use of the device and revert to a backup. The customer was advised that the device would be replaced and agreed to return for analysis.